Event description:
It was reported that during a bilateral total knee procedure utilizing two tourniquet cuffs, the pump had a small pressure loss on the non-operated knee. The operated knee was completed successfully with no adverse consequences or delay. The procedure had to be re-scheduled for the non-operated knee. The hospital declined to provide any additional information on this event.

Manufacturer narrative:
The pump has been received at the manufacturer for testing. An evaluation will be conducted, and a follow-up report will be submitted after the quality investigation is complete.